Event description:
It was reported that the dexcom g7 continuous glucose monitor failed to pair to the ilet, and after guided troubleshooting including toggling sensor types and re-pairing attempts, the user replaced the cgm and successfully paired a new sensor that entered warmup, indicating an intermittent communication failure associated with the device¿s antenna/electrical interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet with intermittent communication failure traced to the antenna/electrical component domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.